Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic spleenectomy, while on devascularization on the upper part of the stomach, at the fourth firing, staples were not fired to the vessel, and bleeding occurred. After that, one more device was added to use, and the staples could not be fired completely as well. Stapler was fired in slow mode. Less than 200 cc of bleeding occurred as a result of the issue. The procedure was completed with another device. No injury.